Manufacturer narrative:
Neither of the foot switches used during this procedure have been used since, nor has the endostat ii console. A non-bsc generator and foot switch were obtained and have been used in all subsequent procedures. It was also confirmed that a snare was used during this procedure. Neither foot switch serial number is known.

Manufacturer narrative:
Visual evaluation of the returned device found many decals and scratches on the cover and sides of the chassis. All knobs and switches functioned properly. During electrical evaluation, it was found that output was high in the monopolar "coag" mode, but all other modes passed the endostat ii return evaluation procedure. The condition of the returned device was not consistent with the complaint that the system would not deliver energy; the complaint was not confirmed. Although the unit's output was found to be high in the monopolar "coag" mode, the unit showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01780 and 3005099803-2011-01914 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and two endostat ii foot switches were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the system would not deliver energy. The foot switch was replaced, which temporarily resolved the issue with power delivery, but the system once again failed to deliver energy. The procedure was completed with another endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01780 and 3005099803-2011-01914 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and two endostat ii foot switches were used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the system would not deliver energy. The foot switch was replaced, which temporarily resolved the issue with power delivery, but the system once again failed to deliver energy. The procedure was completed with another endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01780 and 3005099803-2011-01914 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and two endostat ii foot switches were used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the system would not deliver energy. The foot switch was replaced, which temporarily resolved the issue with power delivery, but the system once again failed to deliver energy. The procedure was completed with another endostat ii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.